Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s caregiver stated on the evening of (B)(6) 2019, the patient experienced a drop in his blood glucose that required glucagon which was administered by his nephew. The cgm and bg values were not provided; however, the patient reported the cgm was higher than the bg value. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.